Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads migrated as confirmed through imaging which caused the no longer received adequate stimulation. It was also stated that the leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.